Event description:
It was reported that this right ventricular (rv) previously had been repositioned twice due to a lack of capture. The third time this lead experienced a lack of capture, it was explanted. A new lead was implanted in a different area of right ventricle. The physician believes the lack of capture was due to the patient anatomy. No additional adverse patient effects were reported.